Manufacturer narrative:
(B)(4).

Event description:
Case as MDR ID# 2134265-2013-00618. It was further reported that the patient presented with significant dyspnea and symptoms of congestive heart failure. During the index procedure after placement of the 2.75x8mm liberte stent in the left anterior descending artery, an 80% stenosis in the 1st diagonal was pinched to 99%. This was treated with balloon angioplasty, resulting in 0% residual stenosis. In (B)(6) 2010 the patient presented with shortness of breath as well as left arm discomfort. Cardiac catheterization was recommended. 40% in-stent restenosis was noted to the 2.75x8mm liberte stent in the left anterior descending artery. The 80% stenosis in the 1st diagonal was treated with the placement of a 2.25x8 mm atom stent. This resulted in the plaque shift of the 40% stenosis in the left anterior descending artery. Individualized inflations were then required both within the left anterior descending artery and the diagonal to achieve optimal result. The 80% stenosis at the ostial diagonal was reduced to 0% and the 40% in-stent restenosis in the left anterior descending artery, which appeared to be under deployed on ivus was reduced to 0% utilizing an initial high pressure inflations in left anterior descending artery followed by kissing balloon technique while inflating the diagonal. In addition, 95% stenosis in the right renal artery was treated with angioplasty and placement of 6x15 mm non bsc stent, resulting in 0% residual stenosis. The same day the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Event description:
(B)(4). Same case as MDR ID#: 2134265-2012-05811. It was reported that post a stenting treatment procedure, the patient experienced angina. The patient was presented with stable angina. The first 85% stenosed and 12mm long de-novo target lesion was located in the proximal left anterior descending artery (lad) with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilation with an unknown manufacturer's balloon catheter and placement of a 2.75x8mm liberte stent, resulting in 0% residual stenosis. The second 80% stenosed and 14mm long de-novo target lesion was located in the right coronary artery (rca) with a reference vessel diameter of 3.0mm. The second target lesion was treated with direct stent placement using a 3.00x16mm taxus liberte stent, resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and prasugrel. On (B)(6) 2010 - the patient was diagnosed with angina and was hospitalized the same day. Additional information has been requested and is not available.

Event description:
It was reported that post a stenting treatment procedure, the patient experienced target vessel revascularization. In (B)(6) 2010, an 80% stenosed lesion that was located in the first diagonal and was treated with placement of an unknown manufacturer¿s stent and an 83% stenosis was noted in the left anterior artery descending artery and was reduced using kissing balloon angioplasty technique. The same day the event was considered resolved without residual effects.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).